Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was determined to be due to the lead slipping after placement. The lead lip was confirmed. They were not going to use that lead to resolve the issue. The patient was doing great.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the impedances were checked from a recent implant, the 8-15 lead had every contact greater than 10,000 ohms. The manufacturer representative believed the lead may have flipped to the anterior. The most used program had the following settings: amplitude of 3.5 volts, pulse width of 450 microseconds, frequency of 40 hertz, 15 minutes on and 15 minutes off, 333 ohms, and using 4 contacts. Longevity calculations were performed to estimate implantable neurostimulator (ins) battery life: 34 months at 3.5 volts, 32 months at 4.0 volts, 3.5 volts with 30 minutes off 15 minutes on was 54 months. Information regarding if a lead flip was confirmed, actions taken, and patient outcome have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.